Event description:
Following gastric bypass procedure in which peri-strips dry was used, pt presented with pain and nausea (feb 2003) in second surgery (feb 2003) surgeon visualized implanted device migration into the gastric pouch.